Manufacturer narrative:
A customer in (B)(6) had notified biomérieux of a misidentification of escherichia coli in association with vitek® 2 gn ID test kit (ref 21341, lot 2410112103). Initially, the vitek® 2 gn card had identified the isolate as "unidentified organism." Repeat vitek® 2 testing identified the organism as sphingomonas paucimobilis. An internal biomérieux investigation was performed. The customer did not have the isolate or raw data to submit for evaluation. The customer reported setting up the strains from home made blood agar and incubating at 36c in 5% co2. No other set up information was provided. Co2 is not a recommended culture environment according to the gn product labeling. Two lab reports were submitted for the e. Coli which misidentified as s. Paucimobilis. The customer identified the strain as e. Coli by api 20e. One lab report showed an acceptable identification of s. Paucimobilis with 14 atypical negative reactions (glya, o129r, dmal, dman, dtre, suct, ldc, lmlta, dglu, dmne, llata, off, dsor, phos), and the other lab report showed an unidentified organism result with 8 atypical negative reactions (o129r, dman, dtre, dglu, dmne, off, dsor, phos) for an identification of e. Coli according to the gn knowledge base. The customer reported the isolate was repeated from commercial media with the same results. An increased number of atypical negative results can indicate a strain with decreased viability, user set up error or an atypical strain. Without the strains, raw data or lab reports, it's not possible to further evaluate the cause of the misidentification. The vitek 2 gn ID test kit, lot # 2410112103, met final qc release criteria. This lot passed qc performance testing.

Event description:
A customer in (B)(6) notified biomérieux of a misidentification of escherichia coli in association with vitek® 2 gn ID test kit (ref 21341, lot 2410112103). Initially, the vitek® 2 gn card had identified the isolate as "unidentified organism." Repeat vitek® 2 testing identified the organism as sphingomonas paucimobilis. On a third run, vitek® 2 gave a result of "unidentified organism" again. The customer repeated the test with api20e, which gave an identification of escherichia coli. The customer also confirmed this identification with a sorbital mcconkey agar. The customer reported using agar that is produced internally. The customer repeated testing with an isolate grown on commercial, pre-plated agar, and they received the same misidentification result. The customer stated that there was no incorrect treatment or delay, and there was no harm to the patient. A biomérieux internal investigation has been initiated.